Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed. Tried reboot but failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was was reporting as open despite being physically closed. A field service engineer (fse) resolved the issue by replacing the drawer latch inseparable and tightening the screws on the hard stop. The repair was validated by running a successful test using the hardware test application (hta), confirming proper drawer functionality. The system functioned as intended after the field service engineer repaired the device.